Manufacturer narrative:
A ge service representative performed an on site investigation. The failure code could not be duplicated. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had no live image on the left monitor. No patient injury was reported.